Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information via a social media site, that a patient reported their device, of unknown model and serial, delivered an inappropriate shock (ie misfired). The site comments were indicative that the device has since been disabled, as it was no longer needed per the patient's condition. The patient reported a deep vein thrombosis diagnosis and now has pain. No further information was provided and patient's identification was not a valid name within boston scientific's internal medical records.